Manufacturer narrative:
Upon further investigation, the issue was found during a daily check which is outside clinical use. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
The customer reported an alarm led failure alert from the ventilator. The device was not in use at the time of the reported event.